Event description:
Age - unk. It was reported to boston scientific that the physician implanted an expired device even though he was made aware of the expiration date prior to insertion. The physician did not feel that the expiration date would affect the outcome and it was the only product he wanted to use to perform the mid-urethral sling procedure. The product was implanted in the mid-urethral successfully, and the pt is doing well and was discharged. The pt will be closely monitored to ensure that there is no infection.